Event description:
Pt placed on table in or for repair of fractured right leg. Left leg was placed in candy cane stirrup and metal bar of stirrup broke into 2 pieces. Pt fell to floor (surgery had not begun) but was not seriously injured. Hospitalization prolonged by 1 day due to anesthesia concerns (pt unable to have general anes). Facility would like to know from the FDA medwatch program if FDA has had similar reports of candy cane stirrups breaking during positioning +/on procedures.